Event description:
Patient reported "silicone bleeding of both implants and silicone strings sticking to surgeon's glove. Implants replaced with models from other manufacturer." Right side. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, red particles and weight to the spec. A visual and micro analysis was performed which identified: striated opening and crease fold. Based on the device analysis the final assessment is: a striated opening due to surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "silicone bleeding of both implants and silicone strings sticking to surgeon's glove. Implants replaced with models from other manufacturer." Right side. Device was explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6, g.3.

Event description:
Patient reported "silicone bleeding of both implants and silicone strings sticking to surgeon's glove. Implants replaced with models from other manufacturer." Right side. Device was explanted.